Event description:
During a radiofrequency ablation procedure, a portion of the device remained in the patient. The patient was transferred to surgery for removal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported device detachment remains unknown.